Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection that was classified as endocarditis. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a large vegetation in the right atrium.